Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the evaluation result provided by olympus deutschland gmbh (ode), olympus medical systems corp.(omsc) confirmed that a part of the endo therapy accessory (clip) remained in the instrument channel. Omsc confirmed the evaluation result, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the following: during the procedure, the user accidentally suctioned the clip and the clip stuck inside the instrument channel. The user suctioned the clip with opened jaw, causing the clip to get stuck in the instrument channel and could not be removed by brushing. The instruction manual contains a warning not to suck solids including clips. The type of clip in the instrument channel cannot be specified, but for olympus clips (hx series, etc.), the instruction manual provides the possibility of stacking in the instrument channel and a warning, when the endoscope sucks the clip. In addition, the instruction manual prohibits the collection of unsheathed open clips via the instrument channel in the boston resolution clip. Also, the instruction manual states that the instrument channel should be inspected, and the user can detect the presence of clips inside the instrument channel and prevent the occurrence of reported events, by following this instruction. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The instrument channel port was corroded. The suction cylinder was deformed. The paint on the suction cylinder was peeled off. The angulation was insufficient and there was play. The insertion tube, universal cord, and control section were slightly scratched, the endoscope connector was slightly deformed. The device was last repaired on october 2, 2020. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus (B)(4) due to the broken suction valve. Olympus (B)(4) then inspected the device and found that foreign material came out of the instrument channel. There was no report of infection and patient injury associated with this report.